Event description:
It was reported via the letter addressed to the sales rep from stryker (B) (4), on (B) (6) 2010 and on the (B) (6) 2007, the pt underwent a femoral surgery and a nail vdx/vp has been implanted. It was further reported that the nail broke and revision surgery was done on (B) (6) 2009.

Manufacturer narrative:
The device will not be returned. The pt kept the device (legal case between the pt and the hospital). If the device or additional info becomes available, it will be reported on a supplemental report.